Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor was fractured; full lead in segments was returned for analysis.

Event description:
It was reported that the rv lead was explanted due to an inappropriate shock caused by oversensing and an apparent lead fracture. High lead impedance was also observed. Additional information received indicated that a (B) (6) alleges the pt experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention, due to the defective lead. Also received was information from the pt reporting shocks and having issues with "blood clots" at the time of lead replacement surgery and stated "doctor tried putting a magnet on the device but it wasn't in the right spot." She indicated she is still having problems with arm swelling. No further patient complications were reported as a result of this event.